Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed the reported condition was confirmed. The assignable root cause was determined to be due to be improper/faulty cleaning, care and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by india that during service and evaluation, it was observed that the power module device had liquid, malfunctioned and appeared washed. It was further determined that the there was water contamination that caused the control unit to not work and faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.